Event description:
It was reported that pump displayed cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, confirmed that error did not recur after reset, and was advised to wait 20 minutes before starting new sensor session; device was not planned for return and no additional actions were documented.